Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 the patient reported via an email that her pain pump had been dry for a number of months and she was wondering if it could be refilled and restarted or if it would have to be replaced. Additional information was received on (B)(6) 2020 via a phone call from the patient who reported that due to having an insurance change and not being able to find a doctor her pump had not been refilled in over a year. She was wondering how long the pump could run dry before it no longer functioned. She stated that prior to the change in insurance and not being able to find a doctor to fill the pump, the pump was perfect, and she was seen on a regular basis. Per the patient, she had a new doctor now who may fill the pump, but currently had her on oral medication. No patient symptoms/complications were reported and no further complications have been reported as a result of this event.